Event description:
During case the ligasure remained active and would not turn off. Ligasure remained active even when the monopolar was activated. Both should not be active at the same time, specifically, the ligasure should have been inactive. Case proceeded without use. After case (no pt use) a second lf5637 same lot 43310025x was opened and used to test if this was a ft10 concern and there were no issues. This is not a ft10 issue.